Event description:
After an implantation period of approx. 71 months, oversensing was reported.

Manufacturer narrative:
The device memory data, as well as the therapeutic functionality of the ICD were thoroughly analyzed. The analysis of the device memory data of the ICD was able to confirm the clinical observation. Interference signals were detected in the available iegms in the ventricular and the far-field channel. The ICD, however, proved to be fully functional during the analysis. The returned lead was thoroughly analyzed. The analysis showed damage to the insulation due to fraying. The coating of the rope conductor to the ring electrode and to the shock coil showed damage. These damages are most likely the cause of the clinical complaint. This damage pattern indicates significant mechanical stress during the operating time. The position and kind of this fraying are characteristic for a simultaneous occurrence of strong pressure of the lead onto the ICD housing and friction of the lead at the ICD housing. The manufacturing process of the lead and the ICD was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error. Analysis results of the ICD the returned ICD first underwent a status interrogation. The device status was mos1, and 33 charge processes had been registered. The visual inspection of the device showed signs of abrasion on the ICD housing. Besides this, there were no other visual abnormalities. In a next step, the memory content of the ICD was checked. Matching the clinical observation, the check of the available iegms showed interference signals in the ventricular and the far-field channel. The signal sensing of the device was then tested, which proved to be free of noise. The ICD sensed supplied signals free of interference. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time proved to be unremarkable. There were no indications of a device malfunction. Analysis results of the lead the returned lead was thoroughly analyzed. The lead properties were checked during the analysis. The analysis showed damage to the insulation due to fraying about 11 cm, 18 cm, and 20 cm distal of the is-1 connector pin. The coating of the rope conductor to the ring electrode and to the shock coil showed damage. These damages are most likely the cause of the clinical complaint.